Manufacturer narrative:
(B)(4). The opt570 tracheostomy direct connection had been destroyed at the hospital. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the event as reported. Device was destroyed at the hospital.

Event description:
A hospital in (B)(6) reported the following to a fisher & paykel healthcare field representative involving an opt570 tracheostomy direct connection: "the swivel end connection (next to the lanyard) which sits directly into the blue heated tubing from the mr290 water chamber and attaches to the patient's tracheostomy has become stuck on at least three occasions as I am aware of. When an attempt is made to change the opt570 for a clean connector, the section which is attached to the flexible interface is coming apart. The circuit (rt202) then has to be completely changed as the connection is no longer secure." No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint opt570 tracheostomy direct connection was destroyed at the hospital. There are several different causes that could lead to the reported failure. The photographs provided by the hospital are not sufficient enough to analyze the causes of the said failure. Without the complaint device it is not possible to provide any reasonable conclusions about the fault as reported. No patient consequence was reported as a result of this incident. Additional information received from the hospital revealed that the staff have been trained in the correct use of opt570 device. The fph's user instructions that accompany the opt570 indicate in pictorial form the correct set-up of the device. Device was destroyed at the hospital.

Event description:
A hospital in the (B)(6) reported the following to a fisher & paykel healthcare field representative involving an opt570 tracheostomy direct connection: "the swivel end connection (next to the lanyard) which sits directly into the blue heated tubing from the mr290 water chamber and attaches to the patient's tracheostomy has become stuck on at least three occasions as I am aware of. When an attempt is made to change the opt570 for a clean connector, the section which is attached to the flexible interface is coming apart. The circuit (rt202) then has to be completely changed as the connection is no longer secure." No patient consequence was reported.